Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that there was a hlrf case in bologna. The case was a bifocal bone transport due to a septic tibia fracture previously treated with two plates. The resection was around 9 cm and the surgeon decided to do two osteotomies. For this reason, we used six bone transport rods. After the positioning of the frame, we needed to correct the length of it. When we unlocked the distal locking components (with red washers) we were not able to lock it again. Additionally it was reported that there was a 45 minute surgical delay.

Event description:
It was reported that there was a hlrf case in bologna. The case was a bifocal bone transport due to a septic tibia fracture previously treated with two plates. The resection was around 9 cm and the surgeon decided to do two osteotomies. For this reason, we used six bone transport rods. After the positioning of the frame, we needed to correct the length of it. When we unlocked the distal locking components (with red washers) we were not able to lock it again. Additionally it was reported that there was a 45 minute surgical delay.

Manufacturer narrative:
The complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn't returned for evaluation. An inspection of the received images has shown that, we are not able confirm the existence of a plate, but two non-unions are visible at the tibial. Furthermore, with the information provided, no further statement is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. If the device is returned or if any additional information is provided, the investigation will be reassessed.